Manufacturer narrative:
(B)(4). The customer returned one et tube (catalog# 5-10109, size 4.5), for investigation. The unit was received loose without its original packaging. A visual exam was performed and the sample appeared to be used. The cuff material had a black foreign substance as well as biological material on the exterior. A small tear in the cuff material could also be seen. No other defects were observed. A functional inspection was performed by attempting to inflate the et tube using a lab inventory 20ml syringe filled with air. Using hand pressure, air was injected through the pilot valve. The cuff immediately inflated and deflated. The et tube was then submerged underwater and inflation was reattempted to locate any air leaks. The et tube was found to leak from the small hole in the cuff material. No other leaks were detected. The reported complaint of the cuff not inflating was confirmed based upon the sample received. The returned et tube was found to have a small air leak from the cuff material as a result of a small tear in the cuff. (Con't) other remarks: a DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, it is unlikely that this type of damage was present at the time of manufacturing. Based upon the presence of biological material on the cuff and the observed damage, it is likely that operational context caused or contributed to this event.

Event description:
The customer alleges that the cuff didn't inflate during the inflation test. Another device was used.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed due to the lack of the device sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitoring trending on similar complaints.

Event description:
The customer alleges that the cuff didn't inflate during the inflation test. Another device was used.